Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported difficulty removing the guide wire from the balloon catheter was not able to be confirmed via returned device analysis. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The trek rx referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the common femoral artery with moderate tortuosity and moderate calcification. The command guide wire was advanced to the lesion. Next, the 3.0 x 20 mm trek balloon catheter was advanced over the guide wire. While inflating the balloon to 20 atmospheres (atm), the balloon ruptured. During an attempt to remove the balloon catheter, it became stuck on the guide wire, and both devices were removed as a single unit. A second command guide wire was then re-advanced to the lesion. Atherectomy and dilatation was performed, and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.